Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported bd cathena safety IV catheter20 ga 1.25 in leaked during use. The following information was provided by the initial reporter: verbatim: ¿cannula leaked saline when flushed. User inserted cannula without any issue but couldn't advance it completely. She connected a posiflush to aid advancement of the cannula only (needle had been withdrawn) but when she flushed the saline "spurted out" through "a hole" in the cannula just proximal to the hub.¿

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd cathena safety IV catheter20 ga 1.25 in leaked during use. The following information was provided by the initial reporter: verbatim: ¿cannula leaked saline when flushed. User inserted cannula without any issue but couldn't advance it completely. She connected a posiflush to aid advancement of the cannula only (needle had been withdrawn) but when she flushed the saline "spurted out" through "a hole" in the cannula just proximal to the hub.¿